Event description:
A customer reported experiencing a high blood glucose level of 560 mg/dl. Cause was not known. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Despite instructions from technical support to inspect various components of their insulin delivery system, including the site, infusion set, and tubing, no issues were observed. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.